Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) ran ise checks successfully. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 150 mmol/l. The result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. The repeat result was 142 mmol/l. The repeat result was deemed correct. The na electrode lot number is d16 and the expiration date is 06-aug-2023.